Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl, cause was unknown. Reportedly, the customer required assistance from paramedics to address bg level intravenously with glucose. Additionally, it was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose value.